Event description:
It was reported the patient cannot exit MRI mode. The issue was resolved via trouble shooting.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.